Event description:
Dealer states he is getting control inhibit constantly. Advised to locate the mercury switch and check the position and the cables to the control box from the switch. Dealer found a kink in the main harness.